Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.

Event description:
It was reported that the 6800 system would sometimes need to be rebooted 3 to 4 times in the morning before the system would fully boot up. Once booted the system was fully functional and would have no other issues. There was no report of patient injury.